Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. Upon installing the instrument onto an in-house system and connecting the bipolar energy cord to the in house erbe generator, the instrument was recognized by the system as an energy device and was able to deliver energy. Furthermore, the instrument was installed on multiple in-house system arms, and the instrument was recognized as an energy device and was able to deliver energy with the different arms. Additionally, the instrument was tested for electrical continuity and passed. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both the yaw pulley, in the space between the grips. The probable root cause for the reported intermittent energy cannot be determined based on the information provided and failure analysis results. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Correction(s): annex c and d codes were updated based on the re-evaluated findings.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have failed energy delivery during in house testing. The instrument passed continuity test on one side of the grips and failed continuity on the other side. Additional observations: the instrument was found to have thermal damage to the yaw pulley. It had charring and localized melting on both the yaw pulley, in the space between the grips. The instrument failed an electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was releasing energy intermittently. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter however, additional information could not be provided regarding event details. It was further verified that there was no patient injury.